Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
The patient reportedly experienced increased seizures that seemed to occur every 3 mins similar to the stimulation time and patient was hospitalized. Vns was temporarily turned off and medications changed. Patient was later titrated again and experienced and improvement in seizures. No other relevant information has been received to date.